Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratched lens; therefore, the condition of the product could not be verified. A photo of the product is attached to the parent file and has been reviewed by the investigation site. The photo is of the handpiece and cannot confirm the reported event. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens implantation the lens was scratched and was then taken out. Additional information has been requested.